Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed loss of capture and high pacing impedance on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.